Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system was not booting up and they had no signal on the monitors. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found issue with the boards in the m cabinet. To resolve the issue, the rse instructed the customer to reseat the boards in the m cabinet. After repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.